Event description:
It was reported that stent did not expand and fell into the proximal blood vessel, requiring retrieval. The 80% stenosed target lesion was located in the initial segment of the internal carotid artery and patient was sedated under local anesthesia. The proximal vessel was measured at 6.2mm and the length of the lesion was 37mm. An 8.0-29 carotid monorail wallstent was selected for carotid artery stenting and was delivered to the lesion required for deployment. After deployment, it was noted that the stent failed to expand normally and fell into the proximal blood vessel. It was pulled out with the filterwire, and then the blood flow was smooth under angiography. The stent was not used and no foreign material was left in the patient. No additional stent was implanted, and the procedure was completed. No complications were reported, and the patient was stable post-procedure. It was further reported that after the stent was pulled out, the angiography observed that the blood flow was good. Therefore, the procedure was completed without using other stents, including those of other brands, implanted.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. Device evaluated by MFR.: the device was received with the stent deployed from the delivery system. The stent was returned lodged inside the hemostasis valve used during the procedure. For investigation purposes the stent was removed from the valve. A visual examination found no damage or issues with the stent. The nominal length and diameter of the stent was measured at 29mm x 8mm using calibrated ruler. As per the instructions for use (IFU), the nominal length and diameter of this stent is 29mm x 8mm which deems it to be within specification. A visual examination found no issues with the delivery system. A visual and tactile examination found no kinks or damage to the sheath and tip of the device. This concludes the product analysis.

Event description:
It was reported that stent did not expand and fell into the proximal blood vessel, requiring retrieval. The 80% stenosed target lesion was located in the initial segment of the internal carotid artery and patient was sedated under local anesthesia. The proximal vessel was measured at 6.2mm and the length of the lesion was 37mm. An 8.0-29 carotid monorail wallstent was selected for carotid artery stenting and was delivered to the lesion required for deployment. After deployment, it was noted that the stent failed to expand normally and fell into the proximal blood vessel. It was pulled out with the filterwire, and then the blood flow was smooth under angiography. The stent was not used and no foreign material was left in the patient. No additional stent was implanted, and the procedure was completed. No complications were reported, and the patient was stable post-procedure.